Manufacturer narrative:
(B)(4)

Event description:
It was reported that death occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed to implant a 2.50x32mm promus element¿ plus. However, the patient died during the procedure.

Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
A 2.50x32mm promus element ¿ plus was initially reported and correct device should have been a 2.50x32mm promus element ¿.